Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the surgical procedure while intubating multiple times the intubation tube air cuff was compromised and obtained a hole. Three tubes were used and all three obtained a hole during extubating. Two of the tubes, a small piece of the yellow plastic fell off. One of the pieces became lodged in the airway which was retrieved and put in a specimen container with the rest of the other damaged tubes. The second lost piece is unknown of its whereabouts." Associated complaints: 3003898360-2025-00833 and 3003898360-2025-00834.

Manufacturer narrative:
(B)(4). The reported complaint of "torn/ruptured - cuff" was confirmed based upon the investigation of the sample received. The customer provided two photos and returned one unit 5-11110 et tube, lts,5.0 for investigation. The returned sample was found to have a large hole in the balloon cuff which would have prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. Additionally, the IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation.". A device history record review was performed, and no relevant findings were identified. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "during the surgical procedure while intubating multiple times the intubation tube air cuff was compromised and obtained a hole. Three tubes were used and all three obtained a hole during extubating. Two of the tubes, a small piece of the yellow plastic fell off. One of the pieces became lodged in the airway which was retrieved and put in a specimen container with the rest of the other damaged tubes. The second lost piece is unknown of its whereabouts." Associated complaints: 3003898360-2025-00832, 3003898360-2025-00833 and 3003898360-2025-00834.